Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 (w/vasoshield) was hooked up but then was only working intermittently. They changed the cord and it continued to do the same thing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 (w/vasoshield) was hooked up but then was only working intermittently. They changed the cord and it continued to do the same thing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section h6: from "intermittent continuity" to "electrical issue". Trackwise ID#: (B)(4). The device was returned to the factory for evaluation on 07/31/2019 and investigation on 10/30/2019. A visual inspection was conducted. Signs of clinical use and slight evidence of blood and charred tissue was observed on the heater wire. The heater wire was observed to be slightly flexed away from the hot jaw, but remained attached at the base and tip. The silicone insulation on both the jaws were observed to be intact, no visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value measured at 0.670 ohms which is within hemopro 2 final test specification. The device pass the temperature measurement test. The displayed temperature increase and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the return condition of the device, the reported failure, ¿electrical issue" is not confirmed but was confirmed for the analyzed failure "material twisted/bent". Specific actions for the analyzed failure mode "material twisted/bent; wire" are being maintained and documented under maquet¿s failure investigation report (fir) system.